Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and verified mixing bubbles and lyse delivery; ran a reproducibility using the same patient sample and noticed a drop in the platelet parameter from run to run. The analyzer main card was replaced, resolving the event. The instrument was verified post repair and it met performance specifications.

Event description:
The customer reported erroneous test results for white blood cell (wbc) count, red blood cell (rbc) count, hemoglobin, hematocrit and platelet count were generated for one patient sample when using the coulter act diff 2 analyzer. The test results were determined to be erroneous when compared to results obtained for the same sample rerun on the same analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Erroneous test results were not reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the analyzer main card and resolved the issue. The part was returned for further evaluation. The return part assessment demonstrated no failures. The unit passed versa test with no issues found. Therefore, the return part assessment did not support the previous conclusion that the part was defective. The cause of the reported issue is unknown.